Event description:
It was reported that during insertion of the radial artery device, the spring wire guide sheared off and was retained in either the subcutaneous tissue or vessel wall. Due to the location of the retained portion of wire guide, it is uncertain if removal will be attempted. There were no patient complications.